Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue involving the ok/enter button. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 04/10/2015.device evaluation: the device has been returned and evaluated by product analysis on 04/01/2015 with the following findings: on examination, the keypad was intact without damage. On investigation, all the keypad buttons had normal response. The keypad cover was removed for investigation and did not reveal any evidence of button contact contamination. The alleged issue was not duplicated on investigation. Unrelated to the original complaint, the display was noted to be discolored.